Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 30-aug-2015. The most recent information was received on 12-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding (general)"), autoimmune disorder ("autoimmune disease"), coeliac disease ("celiac disease / celiac disease"), adenomyosis ("adenomyosis / reproductive system disorder or condition type of disorder or condition: adenomyosis / reproductive system disorder or condition type of disorder or condition: adenomyosis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)") in a 41-year-old female patient who had essure (batch no. 710399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 2000, (B)(6) 2005).), miscarriage (at 8 weeks.), fetal death in utero, gestational diabetes in 2005, reactive arthritis and gastritis. Previously administered products included for birth control: yasmin from 2005 to 2009; for an unreported indication: sulindac, nabumetone, phentermine, cyclobenzapine and hydrochlorethiazide. Concurrent conditions included ovarian cyst, intermenstrual bleeding and spotting between menses. Concomitant products included citalopram hydrobromide (celexa), famotidine (pepcid), ibuprofen (advil), lorazepam (ativan), orlistat (xenical) and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, 6 years after insertion of essure, the patient experienced coeliac disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse),") and nausea ("nausea / nausea"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge / vaginal discharge"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced rash ("rashes or skin conditions type: rashes on legs / rashes or skin conditions type: rashes on legs"). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs / gastrointestinal or digestive system condition type: ibs"). In 2011, the patient experienced abdominal pain ("abdominal area pain / abdominal pain"). In 2012, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2015, the patient experienced depression ("depression / hormonal changes describe: depression / hormonal changes describe: depression") with fatigue and anxiety. In 2015, the patient experienced migraine ("migraines / headaches / migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced adenomyosis (seriousness criterion medically significant) with dysmenorrhoea and menorrhagia, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On (B)(6) 2015, the patient experienced metrorrhagia ("other injury(ies) or complication (s) please describe: breakthrough bleeding.") And back pain ("low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with joint swelling, weight increased ("weight gain / weight gain / loss specify which one: weight gain, / weight gain / loss specify which one: weight gain,"), abdominal distension ("painful bloating"), abdominal pain lower ("sides (lower abdominal)"), arthralgia ("joints pain"), inflammation ("inflammation") and obesity ("obesity"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy), surgery (ablation done on (B)(6) 2015), surgery and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, cystitis, migraine, headache, rash, dyspareunia, irritable bowel syndrome, alopecia, vaginal discharge, metrorrhagia, nausea and inflammation outcome was unknown, the genital haemorrhage, adenomyosis, weight increased, abdominal distension, depression, abdominal pain lower and arthralgia was resolving, the autoimmune disorder, coeliac disease, vaginal haemorrhage and obesity had not resolved and the back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, coeliac disease, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, inflammation, irritable bowel syndrome, metrorrhagia, migraine, nausea, obesity, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 she used ortho diaphragm all- flex for birth control. There were 2 coils trailing from the left ostia and 1 coil from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abnormal bleeding (vaginal), adenomyosis, menorrhagia". Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet was received events added from pfs- obesity. Reporter information, concomitant disease was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding (general)"), autoimmune disorder ("autoimmune disease"), coeliac disease ("celiac disease / celiac disease"), adenomyosis ("adenomyosis / reproductive system disorder or condition type of disorder or condition: adenomyosis / reproductive system disorder or condition type of disorder or condition: adenomyosis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)") in a 41-year-old female patient who had essure (batch no. 710399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2000, (B)(6) 2005).), miscarriage (at 8 weeks.), fetal death in utero, gestational diabetes in 2005, reactive arthritis and gastritis. Previously administered products included for birth control: yasmin from 2005 to 2009; for an unreported indication: sulindac, nabumetone, phentermine, cyclobenzapine and hydrochlorethiazide. Concurrent conditions included ovarian cyst, intermenstrual bleeding and spotting between menses. Concomitant products included citalopram hydrobromide (celexa), famotidine (pepcid), ibuprofen (advil), lorazepam (ativan), orlistat (xenical) and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In january 2010, 6 years after insertion of essure, the patient experienced coeliac disease (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse),") and nausea ("nausea / nausea"). In january 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In march 2010, the patient experienced vaginal discharge ("vaginal discharge / vaginal discharge"). In may 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced rash ("rashes or skin conditions type: rashes on legs / rashes or skin conditions type: rashes on legs"). In january 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs / gastrointestinal or digestive system condition type: ibs"). In 2011, the patient experienced abdominal pain ("abdominal area pain / abdominal pain"). In 2012, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2015, the patient experienced depression ("depression / hormonal changes describe: depression / hormonal changes describe: depression") with fatigue and anxiety. In 2015, the patient experienced migraine ("migraines / headaches / migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced adenomyosis (seriousness criterion medically significant) with dysmenorrhoea and menorrhagia, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On (B)(6) 2015, the patient experienced metrorrhagia ("other injury(ies) or complication (s) please describe: breakthrough bleeding.") And back pain ("low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with joint swelling, weight increased ("weight gain / weight gain / loss specify which one: weight gain, / weight gain / loss specify which one: weight gain,"), abdominal distension ("painful bloating"), abdominal pain lower ("sides (lower abdominal)"), arthralgia ("joints pain"), inflammation ("inflammation") and obesity ("obesity"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy), surgery (ablation done on (B)(6) 2015), surgery and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, cystitis, migraine, headache, rash, dyspareunia, irritable bowel syndrome, alopecia, vaginal discharge, metrorrhagia, nausea and inflammation outcome was unknown, the genital haemorrhage, adenomyosis, weight increased, abdominal distension, depression, abdominal pain lower and arthralgia was resolving, the autoimmune disorder, coeliac disease, vaginal haemorrhage and obesity had not resolved and the back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, coeliac disease, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, inflammation, irritable bowel syndrome, metrorrhagia, migraine, nausea, obesity, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 she used ortho diaphragm all- flex for birth control. There were 2 coils trailing from the left ostia and 1 coil from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abnormal bleeding (vaginal), adenomyosis, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0895) on 30-aug-2015. The most recent information was received on 20-jun-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disease"), coeliac disease ("celiac disease") and adenomyosis ("adenomyosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with joint swelling, coeliac disease (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant) with dysmenorrhoea and menorrhagia, weight increased ("weight gain"), abdominal distension ("painful bloating") and depression ("depression") with fatigue and anxiety. The patient was treated with surgery (surgery to remove essure implant.) And surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown, the autoimmune disorder and coeliac disease had not resolved and the adenomyosis, weight increased, abdominal distension and depression was resolving. The reporter considered abdominal distension, adenomyosis, autoimmune disorder, coeliac disease, depression, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-jun-2017: new reporters added (case made potentially legal), event pain added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 30-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disease"), coeliac disease ("celiac disease") and adenomyosis ("adenomyosis / reproductive system disorder or condition type of disorder or condition: adenomyosis ") in a 41-year-old female patient who had essure (batch no. 710399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 2000, (B)(6) 2005).), miscarriage (at 8 weeks.), fetal death in utero, gestational diabetes in 2005, reactive arthritis and gastritis. Previously administered products included for birth control: yasmin from 2005 to 2009; for an unreported indication: sulindac, nabumetone, phentermine, cyclobenzapine and hydrochlorethiazide. Concomitant products included citalopram hydrobromide (celexa), famotidine (pepcid), ibuprofen (advil), lorazepam (ativan), orlistat (xenical) and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, 5 years 11 months after insertion of essure, the patient experienced depression ("depression / hormonal changes describe: depression") with fatigue and anxiety. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On (B)(6) 2015, the patient experienced metrorrhagia ("other injury(ies) or complication (s) please describe: breakthrough bleeding.") And back pain ("low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with joint swelling, coeliac disease (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant) with dysmenorrhoea and menorrhagia, weight increased ("weight gain / weight gain / loss specify which one: weight gain,"), abdominal distension ("painful bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines / headaches"), headache ("migraines / headaches"), rash ("rashes or skin conditions type: rashes on legs"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss"), nausea ("nausea"), abdominal pain ("abdominal area pain"), abdominal pain lower ("sides (lower abdominal)"), arthralgia ("joints pain") and inflammation ("inflammation"). The patient was treated with surgery (surgery to remove essure implant.), surgery (ablation done on (B)(6) 2015) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, migraine, headache, rash, dyspareunia, irritable bowel syndrome, alopecia, metrorrhagia, back pain, nausea, abdominal pain, abdominal pain lower, arthralgia and inflammation outcome was unknown, the genital haemorrhage, adenomyosis, weight increased, abdominal distension and depression was resolving and the autoimmune disorder and coeliac disease had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, coeliac disease, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, inflammation, irritable bowel syndrome, metrorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2009 she used ortho diaphragm all- flex for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plantiff fact sheet reeived. Events abnormal bleeding (vaginal, menorrhagia) apareunia, bladder or urinary problems, bladder infection, migraines / headaches, rashes on legs, dysmenorrhea (cramping), ibs, breakthrough bleeding, low back pain are added. Lot number added. Lab data updated.concomitant condition and drug are added. Historical drug and condition are added. Product , patient & reporter information iupdated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0895) on 30-aug-2015. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general) / abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding (vaginal)') and adenomyosis ('adenomyosis / reproductive system disorder or condition type of disorder or condition: adenomyosis / reproductive system disorder or condition type of disorder or condition: adenomyosis') in a 41-year-old female patient who had essure (batch no. 710399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes in 2005, multigravida, parity 2 (((B)(6)2000, (B)(6)2005).), miscarriage (at 8 weeks.), fetal death in utero, reactive arthritis, gastritis, unilateral leg swelling, multigravida, parity 2, stress, cephalgia and neck swelling. Previously administered products included for birth control: yasmin from 2005 to 2009; for an unreported indication: hydrochlorethiazide, nabumetone, pencillin, sulindac, cyclobenzapine and phentermine. Past adverse reactions to the above products included rash with pencillin. Concurrent conditions included ovarian cyst, intermenstrual bleeding, spotting between menses, anxiety, cholecystitis, anorexia, leiomyoma nos, celiac disease, eczema, polymenorrhea, vaginal discharge, itching, bacterial vaginosis, candida vaginal, hot flashes, weight loss, epigastric discomfort, dyspepsia, lymphadenopathy, bloating and vaginal bleeding. Concomitant products included cyclobenzaprine, famotidine, hydrocodone bitartrate;paracetamol (norco), ibuprofen, lorazepam (ativan), nabumetone and orlistat (xenical). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), 6 years after insertion of essure. In (B)(6)2010, the patient experienced coeliac disease ("celiac disease / celiac disease"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse),") and nausea ("nausea / nausea"). In (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge / vaginal discharge"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced rash ("rashes or skin conditions type: rashes on legs / rashes or skin conditions type: rashes on legs"). In (B)(6)2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs / gastrointestinal or digestive system condition type: ibs"). In 2011, the patient experienced abdominal pain ("abdominal area pain / abdominal pain"). In 2012, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6)2015, the patient experienced depression ("depression / hormonal changes describe: depression / hormonal changes describe: depression") with fatigue and anxiety. In 2015, the patient experienced migraine ("migraines / headaches / migraines") and headache ("headaches"). On (B)(6)2015, the patient experienced adenomyosis (seriousness criterion medically significant) with menorrhagia and dysmenorrhoea, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On (B)(6)2015, the patient experienced metrorrhagia ("other injury(ies) or complication (s) please describe: breakthrough bleeding.") And back pain ("low back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease") with joint swelling, abdominal distension ("painful bloating"), abdominal pain lower ("sides (lower abdominal)"), arthralgia ("joints pain"), inflammation ("inflammation"), obesity ("obesity"), blepharospasm ("right eye twiches daily"), ovarian cyst ("ovarian cyst"), gluten sensitivity ("gluten allergy"), swelling ("swelling") and procedural pain ("sore/ pain after efree") and was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain, / weight gain / loss specify which one: weight gain,"). The patient was treated with surgery (ablation, ablation done on (B)(6)2015 and total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, cystitis, migraine, headache, rash, dyspareunia, irritable bowel syndrome, alopecia, vaginal discharge, metrorrhagia, nausea, inflammation, blepharospasm, ovarian cyst, gluten sensitivity, swelling and procedural pain outcome was unknown, the genital haemorrhage, adenomyosis, weight increased, abdominal distension, depression, abdominal pain lower and arthralgia was resolving, the vaginal haemorrhage, autoimmune disorder and obesity had not resolved and the coeliac disease, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, blepharospasm, coeliac disease, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, gluten sensitivity, headache, inflammation, irritable bowel syndrome, metrorrhagia, migraine, nausea, obesity, ovarian cyst, pelvic pain, procedural pain, rash, swelling, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6)2009 she used ortho diaphragm all- flex for birth control. There were 2 coils trailing from the left ostia and 1 coil from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion; on (B)(6)2009: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abnormal bleeding (vaginal), adenomyosis, menorrhagia". Concerning the injuries reported in this case, the following were described in patient¿s social media: blepharospasm, , ovarian cyst, gluten allergy, swelling, post procedural pain quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received: reporter information was added. New events "right eye twiches daily, ovarian cyst, gluten allergy, swelling, post-procedural pain" were added. Outcome of event "coeliac disease " updated to "- recovered / resolved". Follow up 10 and 11 processed together. On 16-jan-2020: pfs received: no new significant information. Follow up 10 and 11 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.